Manufacturer narrative:
Product analysis #(B)(4):equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5) as found condition: the avigo guidewire was returned for analysis within a shipping box; within a resealable plastic pouch and within a piece of surgical gauze. The unknown micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: the avigo guidewire pusher was not returned for analysis. The avigo guidewire coated tip was broken from the remaining pusher/guidewire (figure d). The hydrophilic coating was found undamaged on all areas accept the break. Testing/analysis: n/a conclusion: the customer¿s report of ¿guidewire separation/break¿ was confirmed. It is likely the tip broke due to tortional overload. Possible causes of tip separation are tortuous anatomy, guidewire not retracted in a one-to-one motion with the pusher during repositioning, pushwire rotation, or user advances/retracts device against resistance. As the unknown micro catheter used in the event was not returned, any contribution of the micro catheter towards damage could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported clarification that the tip of the guidewire was not damaged out-of-package. The tip of the guidewire broke when the wire was retrieved from the catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received report that the avigo guidewire soft tip was found broken prior to use in the procedure. It is considered there was no patient involvement. Additional information received reported there was no damage or evidence of tampering to the device packaging. It was confirmed that the broken guidewire tip was observed prior to use in the patient's body because they were preparing the device/shaping the guidewire tip. Furthermore, it was indicated that the site still shaped the guidewire and used it within the patient. Only the broken tip was available for return as the rest of the guidewire was discarded by the site after use.